Event description:
A caller reported that their pump display was frozen on the home screen. Customer¿s blood glucose level was 90 mg/dl. Technical support provided instructions for a complete pump reset, and the caller chose to reset the pump at that time, resolving the issue.